Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The user reported after correct reprocessing sampling on (B)(6) 2023 was negative for growth. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for unexpected contamination. Testing of the distal end detected <1 colony forming units (cfus)/smear, testing of the instrument channel detected <1 cfu/ml, testing of the air/water channel detected 4 cfu/10ml of paenibacillus amylolyticus after membrane filtration, and testing of the jet channel detected >600 cfu/ml and >80 cfu/10ml after membrane filtration of paenibacillus amylolyticus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for additional contaminated devices reported by the user facility.